Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient and healthcare provider via a manufacturer representative. It was reported that after the refill was completed and the pump was updated, the patient reported feeling better and his symptoms resolved a few hours later. The patient's wife decided to keep him under observation at home instead of going to the hospital.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient receiving fentanyl (15 ,000 mcg/ml at 3,503 mcg/day) via an implantable pump. It was reported that the patient underwent a scheduled intrathecal pump refill and shortly after exhibited acute changes in mental status, including confusion and disorientation to place, despite remaining awake. A decrease in oxygen saturation was also observed. Naloxone (narcan) was administered, resulting in improvement of the patient's condition. The hcp suspected a possible medication leak into the pump pocket during needle withdrawal. At the time, the patient was stable and alert, however mild mental confusion was still present. The hcp recommended the patient be transported to a hospital for further evaluation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.